Event description:
It was reported that st elevation and air in the system occurred. A pulse field ablation procedure for atrial fibrillation was performed using a faradrive sheath and farawave catheter. A non-boston scientific (bsc) mapping catheter was used to perform cardiac mapping. Following cardiac mapping, the non-bsc mapping catheter was removed from the faradrive sheath and was exchanged for the farawave catheter. During advancement of the farawave catheter within the faradrive sheath st segment elevation occurred. Oxygen was administered and the patient was monitored until the arrythmia resolved and the patient stabilized. The physician determined air had been introduced into the faradrive sheath during the catheter exchange. The procedure was successfully completed. No further patient information is available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc and was not available because the event was reported via medwatch and no physician, healthcare facility, or specific device information was provided. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.